Event description:
Rptr indicated that pt had generator electively replaced due to an increase in seizures, relationship to pre-vns baseline unk. Prod analysis performed on explanted generator yielded no abnormalities.